Event description:
It was reported that the customer experienced occlusion alarms. The customer's blood glucose level was displayed as "high," but the specific value was unknown. To address the high blood glucose, the customer administered a correction injection and resolved the issue by changing the infusion set and cartridge, then resuming insulin delivery. No further assistance was required, and the case was closed.